Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to the reported tissue injury. The reported patient effect of tissue injury appears to be related to patient morphology/pathology due to friable leaflets. The recurrent mr appears to be due to the slda and dyspnea appears to be a cascading effect of the recurrent mr. Tissue injury, mr, and dyspnea are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patent presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. One mitraclip xt was implanted. The final mr grade was 2. The following day, echocardiography showed the implanted clip had detached from the posterior leaflet and remianed attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. Tissue damage was observed on the posterior leaflet. The patient was experiencing shortness of breath.